Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that these phenomena were attributed to the followings. - the endoscopic image of the subject device was disappeared; the video communication could not be transmitted to the video processor due to the partial disconnection of the camera cable by the twist and/or the stress being applied to the camera cable. -the error e223; the communication failure between the video processor and the camera head due to the failure of the camera cable. In addition, as a result of evaluating the subject device, omsc concluded that the error e225 was not reportable event. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the procedure, the endoscopic image of the subject device was disappeared intermittently, and the camera head communication error e223 and camera head error e225 were displayed. The user replaced the subject device to another device and completed the procedure. Olympus china checked the subject device and found that due to the failure of the camera cable the endoscopic image of the subject device was not displayed and the image was recovered occasionally while the camera cable was twisted at the bulge position, also the error e223 and e225 occurred. There was no report of patient injury associated with the event.